Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was found "unresponsive" by family member; cause was not known. A bg level was not provided. Reportedly, emergency services was called and customer was admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.